Event description:
It was reported by the patient that since the implant they have experienced swelling in the left hand and arm. Follow up with the patient's clinic indicated that the patient experienced a deep vein thrombosis (dvt) and was treated with anti-coagulant medication. It was noted that the implanted system or the implant procedure may have caused or contributed to the dvt. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.